Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient was hospitalized with a blood glucose (bg) of 700mg/dl with nausea and vomiting. The patient was treated with IV fluids, insulin via injection and pump. Customer support (cs) completed troubleshooting and it was determined that incomplete priming of the tubing occurred. This report is being attributed to training misuse. This report is being made due to the hyperglycemic event the patient experienced that resulted from incomplete prime of tubing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incomplete prime of tubing).